Event description:
Olympus was informed that the subject device was used during a laparoscopic sleeve gastrectomy procedure on (B)(6) 2010. During the procedure, bleeding was reportedly observed and unidentified clips were said to have been utilized to control the bleeding. Following the procedure the pt reportedly underwent a CT scan and the results were reportedly consistent with a perforation near the gastric sleeve. The pt was said to have undergone a diagnostic laparoscopy procedure on (B)(6) 2010 and during which a laceration of the spleen was said to have been required, and a gastric leakage was said to have been observed and closed. A drain was inserted into the left upper quadrant to monitor for further bleeding and drainage. The pt was said to have developed an infection following the (B)(6) 2010 procedure. The pt reportedly underwent an unidentified procedure on (B)(6) 2010 to repair the leak which cause the infection and said to have developed an abscess and was placed on aggressive antibiotics and steroids. The pt has now recovered and was said to be well.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing obtain additional info regarding this report. The user facility was not able to identify the model or serial number of the endoeye device used in the initial procedure. The user facility reported that the pt was admitted for bleeding 2-3 days following the initial surgery and a drain was placed in the pt. A staple line leak was reportedly identified 2-3 weeks after the surgery and the pt was said to have several discharges and readmissions during the post operative course. The pt was reportedly now doing fine but experienced a prolonged recovery. The device referenced in this report was not returned to olympus for eval. Review of the user facility instrument history records did not identify any endoeye devices being owned by the facility. The exact cause of the reported phenomena could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution.